Event description:
It was reported that during a lap cholecyectomy procedure, the device locked up inside the pt. It is unk how the device was opened. They got a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.